Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total gastrectomy, the first firing was completed with no problem. After the second firing was completed, the surgeon returned the firing knob to back, pushed the cartridge release button and opened the instrument, however the anvil plate was detached from the anvil folk. The surgeon was anxious about the incomplete staple line and manually sutured the line. Replaced by a new device for the third firing, the procedure was completed with no problem. There was tissue damage. Oozing bleeding occurred as a result of the issue.